Manufacturer narrative:
(B)(4). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided. Concomitant medical products: guide wire: terumo; stent: supera, 5.0mmx100mmx80cm absolute pro. (B)(4). Evaluation summary: the device was returned for analysis and the difficult to remove, kinks, separation, and bunching was confirmed. The failure to advance could not be confirmed as it was based on case circumstances. The premature deployment could not be confirmed because the stent was not returned. Based on a visual, dimensional, and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The absolute pro instruction for use (IFU) states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the reviewed information, no product deficiency was identified. The armada and additional absolute pro referenced are being filed under a separate manufacturing report numbers.

Event description:
It was reported that the procedure was to treat a 90% restenosed, heavily calcified lesion in the narrow, heavily tortuous femoral vein. A 5.0mmx150mmx135cm armada 35 balloon dilatation catheter (bdc) was prepped prior to use with no issue/leak noted. After placement of a non-abbott guide wire, the armada 35 bdc was advanced to the lesion for pre-dilatation; however, the bdc balloon did not hold pressure, and a leak was noted around the hub. The armada 35 bdc was removed without reported issue, and a new armada 35 bdc was used for pre-dilatation without issue. A supera self-expanding stent system (sess) stent was successfully deployed in the distal lesion. A 5.0mmx100mmx80cm absolute pro sess stent was deployed; however, the stent was partially deployed in healthy tissue and was malposed to the vessel wall, reportedly because the physician had misjudged the lesion length. An attempt was made to place a 5.0mmx40mmx80cm absolute pro stent; however, the sess could not advance into the deployed 5.0mmx100mmx80cm absolute pro stent even though force was applied. The 5.0mmx40mmx80cm absolute pro sess was removed from the patient; however, outside the patient's anatomy the sess could not be removed from the guide wire, and the sess sheath was noted to be wrinkled, and the stent was partially exposed. The guide wire was cut in an attempt to remove the sess, and the sess became bent/kinked, wrinkled, and separated. The deployed 5.0mmx100mmx80cm absolute pro stent was post-dilatated and a new 5.0mmx40mmx80cm absolute pro was deployed to successfully complete the procedure.